Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports the x20 torque driver shaft was not effective when tightening a connector during the procedure. The connector was hand tightened using an x15 driver. After surgery, the tip of the x20 torque driver shaft was found to be broken. It is not known when the driver tip had broken.